Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 424 mg/dl at the time of the incident. The customer was at 265 mg/dl at the time of the call. The customer experienced symptoms such as nausea, vomiting, and abdominal pains. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed. The insulin pump will not be returned for analysis.